Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was seeing zero flow on arctic sun device. A functional check showed the arctic sun device would not generate any inlet pressure at all even with a circulation pump command of 100 percentage. Mss discussed this was indicative of a failed circulation pump. Mss stated that they would discuss repair options with management and get back to us. Per additional information received via follow-up on (B)(6) 2022, it was stated that there was no patient involvement and device had a failed circulation pump. Per sample evaluation, it was reported that the arctic sun device was not cooling. A test mixing pump was installed to pass decontamination. Per sample evaluation results received on (B)(6) 2022, it was noted that the double bend tube and chiller evaporator outlet tube were found expanded during repairs.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse was seeing zero flow on arctic sun device. A functional check showed the arctic sun device would not generate any inlet pressure at all even with a circulation pump command of 100 percentage. Mss discussed this was indicative of a failed circulation pump. Mss stated that they would discuss repair options with management and get back to us. Per additional information received via follow-up on 07-feb-2022, it was stated that there was no patient involvement and device had a failed circulation pump. Per sample evaluation, it was reported that the arctic sun device was not cooling. A test mixing pump was installed to pass decontamination. Per sample evaluation results received on 18-jul-2022, it was noted that the double bend tube and chiller evaporator outlet tube were found expanded during repairs.